Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. Patient states she has been diagnosed with a new disorder, "I stop breathing when I'm sleeping, and my brain is not telling me to wake up." Also, patient has severe asthma and chronic pulmonary and heart disease. Patient has been diagnosed with restrictive airway disease within the last month. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.